Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated noise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a chest x-ray was performed in which no obvious abnormalities were observed. The leads remain in use.

Manufacturer narrative:
Continuation of d10: 6947 lead, implanted: (B)(6) 2008. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited noise that the physician was able to easily recreate during in-office testing, so the ra lead sensitivity was changed which was noted to decrease the incidence of oversensing. Right ventricular (rv) lead noise was also noted by the physician but was unable to be reproduced, however elevated sensing integrity counter (sic) was observed. Review of historical device data indicated the ra lead noise was potentially indicative of an insulation issue, and the increased sic may be early signs of an rv lead fracture. Both leads remain in use. No patient complications have been reported as a result of this event.